Manufacturer narrative:
(B)(4). The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported after sterilization the instrument technicians noticed a crack in the handle. No patient consequences were reported and no further information has been made available at this time.

Manufacturer narrative:
(B)(4). The reported event is confirmed. Products were returned; visual inspection of the returned product confirmed that the blue handle was cracked. It also noted multiple scratches and dents on the handle, which is indicative of use. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. This device was manufactured prior to design change. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.